Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, a cuff miss occurred. The second and third proglide device had the same results. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found a bilateral cuff miss as evidenced by both cuffs remaining in the foot pockets. The posterior needle tip was found inside the guide tube along with its rail suture. Because the cuffs did not engage with the needles, the suture could not be retrieved when retracting the plunger. Subsequently, the knot would not form to advance to the arterial surface to close the vessel as intended. Contributing factors for bilateral cuff miss included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. The needle trajectory of every device is verified twice during manufacturing. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The anterior cuff successfully captured the needle during the proxy plunger insertion. There were no challenging anatomical conditions reported which could have contributed to a bilateral cuff miss. The observed damage is consistent with proximally retracting the plunger prior to depressing it to deploy the needles, resulting in the detachable posterior needle tip being withdrawn into the guide tube. Based on the investigation, the probable cause for the bilateral cuff miss is incorrect deployment technique. No manufacturing or quality deficiency was detected as a result of this investigation. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices are being filed under separate medwatch MFR numbers.